Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The right plunger case was cracked. The reported errors/alarms were confirmed in the event history log (ehl). An acu watchdog alarm was also displayed. A flow test was performed. Only the motor rate error was reproduced during functional testing. The problem source of the reported product problem was unknown. A root cause was not established. Replacement of the stepper motor fixed the motor rate error.

Event description:
It was reported that the mefusion pump produced the following alarms: (a) motor rate error, and (b) primary audible alarm post. No patient injury or complications were reported in relation to this event.